Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 580 mg/dl, vomiting and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the customer alleged that the pump was not delivering a bolus as intended. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged high bg issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged bolus delivery issue could not be verified.